Event description:
On two occasions, the device stimulated and "felt like it was stuck". The pt reported that they could not get their breath and that they felt like their heart was "going" to stop". The pt placed the magnet over the device to deactivate the stimulation. The pt is still experiencing approximately 6-7 seizures per week.